Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a hernia repair procedure, the staples were not forming correctly on one side. The same device was used to complete the procedure. There was no pt consequence.